Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 327 mg/dl at the time of the incident and then went down to 48 mg/dl. The customer was treated with food. Customer reporting symptoms of low blood glucose was anxiety, weakness and fatigue. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The device will not be returned for analysis.